Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) lead. Surgical intervention was performed to replace the pacemaker and the rv lead. This product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) lead. Surgical intervention was performed to replace the pacemaker and the rv lead. This product was explanted. No additional adverse patient effects were reported. The device was later returned for analysis.